Event description:
It was reported that the patient experienced overstimulation in the legs. It was noted that one lead had migrated as confirmed through images. The patient underwent a revision procedure wherein the leads were revised. The patient was doing well postoperatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: (B)(4).